Manufacturer narrative:
The cause of the discrepant heparin results is user (physician) error. The physicians had been running unfractioned heparin tests for patients who were on low molecular weight heparin therapy. The berichrom heparin instruction for use states: "samples must have the same type of heparin (low molecular weight or unfractionated) as the calibrator used for the reference curve." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant heparin results were obtained on qc and patient samples. The customer had been reporting results to the physician. It is unknown if results were questioned by the physicians. It was subsequently discovered that the physicians had been running unfractioned heparin tests for patients who were on low molecular weight heparin therapy. It is unknown if patient treatment was altered on the basis of the discrepant heparin results. There is no report of adverse outcome to the patients as a result of the discrepant results.